Manufacturer narrative:
E1: (B)(6).based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number(B)(4) .

Event description:
It was reported that the patient stated the infusion set tape was not sticking on (B)(6) 2026.